Event description:
It was noted during eval of the device by the philips service engineer (fse) that the error message of pacer equipment malfunction appears on the heart start mrx.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.